Event description:
It was reported that fluctuations in the patient's sound volume were noted. Sometimes the sound volume was normal, but sometimes it was quiet. Implant checks had been performed three times within 6 months. Testing results were normal. The patient was re-implanted, however the date is currently unknown.

Manufacturer narrative:
The device has been explanted and returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.